Event description:
It was reported that when a patient presented in the operating room for an unrelated rf ablation, externalized conductors were observed. The patient is asymptomatic. No electrical anomalies were detected. The patient will continue to be monitored with routine follow-up.